Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, during a stent angioplasty for vascular stenosis, an enterprise2 4mmx23mm no tip vascular reconstruction device (product code: encr402300, lot number: 9854671) was impeded in the middle section of a competitor¿s microcatheter (mc) and could not advance any more. The doctor only retracted the stent alone, but the stent was found detached from the delivery wire in y connector. The doctor removed the y connector and removed the stent and then switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿yes¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter was answered as ¿yes, the doctor increased force to remove the delivery wire, and the stent was detached from the delivery wire in the y connector¿. The replacement stent was an enterprise2 of the same product code. Additional event information received on 28-apr-2026 indicated that there was no allegation of patient injury due to an alleged product issue. There were no other devices successfully used with the microcatheter prior to or after the encountered resistance. The target vessel was the left middle cerebral artery. There was ¿moderate tortuosity¿ at the vessel. A guidewire in the microcatheter was used prior to using the enterprise system. There was flushing during the procedure. The microcatheter did not kink/bent. There was no procedure prolongation/delay due to the event.